Manufacturer narrative:
Additional information was received that the physician could not confirm lead fracture as he did not implant this patient originally but due to history and symptoms he believed this is the case.

Event description:
A report was received the patient¿s ipg was non-functional and lead fracture was suspected. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received the patient¿s ipg was non-functional and lead fracture was suspected. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received the patient¿s ipg was non-functional and lead fracture was suspected. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.